Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device was operating appropriately per biomed evaluation. Biomed said the device was sent down for not controlling the patient temp, the data file shows the machine functioning correct, but the patients temperature was not climbing. Mss sent data file to clinical representative to follow up with the nurse. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed said the arctic sun device was sent down for not controlling the patient temperature, the data file showed the machine was functioning correct but the patients temperature was not climbing. Mss sent data file to clinical representative to follow up with the nurse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed said the arctic sun device was sent down for not controlling the patient temperature, the data file showed the machine was functioning correct, but the patients temperature was not climbing. Mss sent data file to clinical representative to follow-up with the nurse.